Event description:
The patient reported an ulcer in the area of the neurostimulator. Antibiotics were prescribed and as of (B)(6) 2025 the area looked much better. The patient is continuing to use the device and is receiving therapy. A CT scan is scheduled for (B)(6) 2025. No further information is available at this time.

Manufacturer narrative:
The surgical issue questionnaire was reviewed for potential causes of the reported issue. Based on this review, implanting the neurostimulator after the expiration date, not prepping the surface of the skin with an antiseptic solution, and multiple tunneling attempts have been ruled out as potential causes. Additionally, the patient touching or picking at the wound, improperly closing the surgical site, using incorrect tools, and not prescribing antibiotics pre-operatively have been ruled out as potential causes. A curonix representative conducted a review of sterilization and packaging records for the respective product lot; curonix has confirmed that the product was delivered sterile, validated sterilization parameters were used, and sterile barriers were verified to be intact following packaging. The stimulator is used to treat pain. The cause of the ulcer is unknown. The investigation findings do not lead to a clear conclusion about the cause of the reported issue. Therefore, the conclusion has been selected as unable to determine the root cause. Rates reviewed at the most recent complaint trending meeting do not indicate a significant increase in surgical issues. Surgical issue rates remain acceptably low; thus, a CAPA is not required at this time. Surgical issue rates will continue to be tracked and trended.